Event description:
It was reported that the pt had experienced symptoms of dyskinesia subsequent to turning stimulation therapy on (the time delay prior to symptom onset and after device activation was not reported). The pt had been advised by the hcp to turn the device off, whenever dyskinesia occurred. The physician attributed symptoms of ambulation and speech changes to a combination of medications (not identified), and stimulator therapy. The dyskinesia had resolved subsequent to a "decrease in medications" and from system reprogramming in 2008, that lowered the amplitude setting (telemetry data was not provided). The pt had recovered without sequela.